Event description:
Customer reported that the insulin pump did not turn on after changing the battery. Customer stated that he changed the infusion set in the morning, he noticed the battery indicator was a little low so she changed the battery and the display was blank. Customer had to change the battery a few times and received an unexpected restart alarm. The devise does not show signs of physical damage. Battery cap is being replaced. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.